Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after the recanalization catheter had been activated for approximately three to four minutes, during treatment of a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/ microscopic inspection: the catheter was returned lodged within a support catheter. The catheter was slightly bunched at the location where it meets the distal tip of support catheter, likely indicating retraction issues. The distal tip of the catheter was visible outside the distal tip of the support catheter. No other anomalies were identified to the catheter. The support catheter was examined and no anomalies were identified. Performance/functional evaluation: the catheter was able to be retracted and advanced through the support catheter without issue. The catheter was then able to be retracted and advanced through an in-house support catheter without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for retraction problems, based on the condition of the returned sample; however, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: manipulating or torquing a product against resistance may cause damage to the product or vasculature or cause vessel perforation. Never advance, withdraw or torque a catheter which meets resistance. Precautions: verify compatibility of the product¿s inner and outer diameters and lengths with other devices before use. Procedural steps: carefully advance the product to desired location under high quality fluoroscopic guidance. If reinsertion of the product is necessary, inspect the product to ensure there is no damage to the tip or shaft of the catheter. Flush the catheter system to ensure that no air or blood is within the catheter. Reactivate the hydrophilic coating on the outside of the catheter by exposing it to saline. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the recanalization catheter had been activated for approximately three to four minutes, during treatment of a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. The procedure was terminated, and the patient was scheduled for a bypass. There was no patient injury reported.